Event description:
Account alleged the bed had no ground. Account checked the power plug and it is wired backwards.

Manufacturer narrative:
Account rewired the power plug to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.